Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a laparoscopic cholecystectomy on (B)(6) 2013 and suture was used on subcutaneous tissue. After three months, the wound didn't heal and it turned red and swollen along with exudation. The surgeon performed debridement and drainage on (B)(6) 2014. Now the wound is healed.